Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer was assisted in pump error alarm troubleshooting. Customer's blood glucose level at the time of the incident was 209mg/dl. Customer stated that insulin pump did not alarm during rewind/load reservoir/fill tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.